Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j92-102766, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1240.0mcg/ml fentanyl at 350.1mcg/day, 434.0mcg/ml clonidine at 122.53mcg/day, and 15.7mg/ml bupivacaine 4.443mg/day via an implantable infusion pump for spinal pain. It was noted in the pump logs that the catheter did not easily aspirate. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the hcp had no idea why there was a note in the logs stating the existing catheter does not easily aspirate. The note had been in the logs since 2016. There was no known event with the catheter. The hcp did not have any information about it and did not know of any event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp).it was reported that the patient's weight at the time of the event was (B)(6).